Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient who expired following a da vinci si partial nephrectomy procedure on (B)(6) 2013 for left lower pole renal mass discovered when the patient presented with flank pain and hematuria. Isi was provided with the operative report from the primary procedure. An ICU abstract summary form was also provided; however, no record of the second surgery or other procedures was provided. There was no indication of a malfunction of the da vinci si surgical system, instruments or accessories during the surgery. After the patient was prepped the surgeon mobilized the colon, dissected and transected the gonadal, lumbar and adrenal veins with a pk dissector instrument. An ultrasound was used to delineate margins, the hilar vessels clamped, and the lower pole removed, the cut surface coagulated with argon plasma, the collecting system sutured closed with v-lock suture, and the kidney edges brought together with vlock sutures. Floseal and surgicel were placed on the defect and clamps removed. The total clamp time was 30 minutes, and hemostasis was judged to be excellent. The specimen was removed and surgical entry ports were closed. There were no intraoperative complications. On (B)(6) 2013, the patient was returned to the or for a laparotomy and underwent a nephroureterectomy and required transfusion for iatrogenic hypotension. The patient was given a secondary diagnoses of: acute respiratory failure septicemia nos sepsis acute necrosis of liver acute kidney failure, tubular necrosis acute posthemorrhagic anemia accidental op laceration rectal & anal hemorrhage complications patient required hemodialysis on the following three days and expired on (B)(6) 2013.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the patient's post-surgical complications and subsequent demise. Isi has contacted the hospital's risk management department to gather additional details regarding the reported event. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided does not contain any allegation of a malfunction of a da vinci surgical system, instruments or accessories. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications and subsequently expired following a da vinci si partial nephrectomy procedure.